Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an edwards field clinical specialist, a 26mm sapien 3 ultra valve was implanted in a pre-existing surgical valve in the aortic position via the transfemoral approach. No complications were reported. Post tavr gradient was reported to be 8mmhg. On postoperative day 1, the mean gradient was reported as 20mmhg and velocities on the 300's. The physician expressed concern that the valve was not functioning properly. Per proctor review the neo-annulus measured 317mm. It was suspected that the surgical valve had not been fractured during the deployment of the sapien 3 ultra valve. The valve leaflets appeared normal on the CT scan and opened adequately. No evidence of halt was reported. The proctor suggested not doing anything if the patient was doing well. If the gradients remain high, fracturing the surgical valve is an option. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
Update to h6 (type of investigation and investigation conclusions) and h10 to reflect engineering evaluation. The 26mm sapien 3 ultra valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was performed and did not reveal any manufacturing non-conformance that contributed to the reported event. The commander delivery system with s3/s3u/s3ur IFU was reviewed for guidance and instructions. Potential adverse events include valve stenosis. The IFU provides guidance on incorrect sizing. Incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient prosthesis mismatch) and/or annular rupture. Residual mean gradient may be higher in a 'thv-in-failing prosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting prosthesis be determined, so that the appropriate valve can be implanted, gand a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradients post implantation was unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the event description, increased gradients were reported on the day of tavr and one day post-tavr. However, per provided proctor review, measured gradients may have been inaccurately determined from the echo. The proctor review also indicated no leaflet abnormalities (e.g. Thickening, restricted motion) albeit from the echo of 'poor quality.' Elevated gradients may indicate obstructed flow across the valve. Per the IFU, 'residual mean gradient may be higher in a 'thv-in-failing prosthesis' configuration versus a thv-in-native annulus as it may lead to patient prosthesis mismatch (ppm). Ppm typically refers to a situation in which the effective valve area after valve replacement is less than that of a normal human valve, due to reduction in the effective orifice area. If the valve orifice is narrowed, the pressure on the front of the valve builds up as blood is forced through the narrow opening, which causes a larger pressure difference between the front and back of the valve. In this case, it is unknown whether the presence of a pre-existing valve contributed to patient prosthesis mismatch/elevated gradients. Therefore, due to insufficient information, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.